Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified superficial femoral artery. A 6.0x220x150-hybrid sterling balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for less than 10 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.